Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and duodenal ulcer are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of bezoar. Refer to 3010757606-2023-00637 peg tube record/ 3010757606-2023-00638 j tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In nov 2019, the patient experienced a large ulcer occupying the entire bulbus duodeni without bleeding stigmata. In 2021, the patient experienced a bezoar on the knotted jejunal tube. There was no malfunction or deficiency of the device reported. Abbvie made multiple query attempts regarding the dates and details of the reported events, what diagnostic testing was performed, what treatment, if any, was provided. However, no further information was made available.